Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was received by the manufacturer, however the overheating condition could not be replicated because the device would not operate. Visual examination revealed that the bearing was seized up and corroded, which can result in excessive friction and heat generation.